Manufacturer narrative:
Supplemental MDR to correct suspect device - additional information added. The reported incident that the device had a burning smell could not be confirmed or reproduced during this investigation. Inspection found no evidence of thermal damage on the electronic components or iuis. The pump module error logs show no errors or malfunctions relevan to the customer¿s complaint. Functional testing performed by connecting the pump module to a lab pcu using the right iui connector and programming an infusion at the rate of 10 ml/h to infuse for approximately 72 hours failed to reproduce a burning smell as reported. The pump's left and right iui connectors measured at an open condition on all pins, indicating no short circuits. The device was operating within specification. Log analysis: the pump module sn (B)(4) was the only device returned for investigation. The date and time of the reported incident was not provided. The pump module error log shows no errors relevant to the customer¿s complaint. The last recorded entry for this device occurred on (B)(6) 2019 at 8:49 pm. The pump module was attached to pcu sn (B)(4) and assigned unit ID b. No active infusions were programmed. The pump remained idle. Test results: functional testing found no smoke observed or experience of a burning smell. The root cause could not be identified in this investigation.

Event description:
It was reported that the devices had a smoking/burning smell. The customer reported there was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the devices had a smoking/ burning smell. The customer reported there was no patient involvement.